Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced blood loss, pain, unspecified urinary incontinence, recurrent urinary tract infections, mesh exposure, anterior midline erosion of vaginal mesh, extrusion, failed mesh implant, infection, unspecified urinary problems, recurrence, dyspareunia (pain during intercourse), vaginal extremely weak already plicated tissue/easy tearing (tissue damage), scarring, urinary frequency, grade one pitting edema, vulvar dysplasia, headaches, anemia, hot flashes, excessive fatigue, palpitations, vaginal dryness, night sweats, back pain, nocturnal hypoxemia, not emptying at night (urinary retention), inability to contract pelvic floor muscles, leakage, constipation, fecal incontinence, nocturia, mixed incontinence, foreign body in vulva/vagina, vaginal prolapse, cervical dysplasia, jeans forward to urinate, discomfort, inability to engage in intercourse, decreased anal sphincter tone, cough, dizziness, depression, irregular heartbeat, decreased energy level, decreased urine volume, moderate distress, chest pain, urinary dribbling, bladder prolapse,burning pain with urination, anxious, apprehensive,cystocele, degenerative joint disease (joint disorder), numbness, swallowing difficulty (dysphagia), pneumonia, joint pain, muscular pain, muscle cramps, tingling sensations, insomnia (sleep disturbances), irritability, bilateral lower paraspinal muscle tenderness, tenderness present over sacroiliac joint (joint pain), difficulty urinating, bladder pain, leg pain, agitated, argumentative, defensive,urine cloudy with foul odor,vulvovaginitis, bruises easily, candidiasis of vulva and vagina (fungal infection), bronchitis,malaise, change in bowel habits,tenderness in left lower/left upper quadrant of abdomen, epigastric tenderness, heartburn, labia minora lesion painful/ulcerated, bacterial vaginosis, positive fecal occult blood test (hematochezia), vaginal discharge, multiple genital lesions, vaginal burning/irritation, dysuria, tongue thrush, erythema of vagina, itchy skin (itching), urethral retraction,introital stenosis, pelvic pain, inflammatory bladder polyps, vaginal mucosa with fibrosis/foreign body granulomatous inflammation surrounding synthetic mesh-like material, overactive bladder, inability to achieve orgasm, intrinsic sphincter deficiency, vaginal vault prolapse, cystitis cystica, extensive bladder trabeculations, bladder diverticulae, abnormal sensation when needing to urinate, dislocation of levator muscles, polyperipheral neuropathy, pelvic muscle wasting, muscle disuse atrophy, muscle spasm irritability,voiding dysfunction, and detrusor instability and required additional non-surgical and surgical (multiple additional surgeries required) intervention.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced incontinence when standing up, mesh extrusion in left lateral proximal 0.5 cm requiring cutting in-office procedure on (B)(6) 2009, intrinsic sphincter deficiency, no sexual desire urinary frequency, vaginal discharge, vaginal and urine culture positive for e. Coli, candidiasis, external genital erythema present, vulvar irritation present, vaginal erythema present with thin white discharge, vaginitis and vulva vaginitis, urinary tract infection, single genital lesion at the introitus and labia minor, painful and ulcerated and causing pain during intercourse, recent history of bacterial vaginosis, decreased urine volume, vulva dysplasia, hematochezia, vulvar intraepithelial neoplasia (vin 3) with white patch about the size of a quarter at the level of the vaginal introitus with exposure at the top portion of the vagina from her prior repair requiring wide local excision of vulvar intraepithelial neoplasia mainly located in the perineum with frozen section on (B)(6) 2009, burning pain with urination, suprapubic tenderness, recurrent urinary tract infections, dysuria and hematuria, constipation, fecal incontinence requiring multiple anorectal manometry stimulations, urinary retention, eroded vaginal mesh with urgency and urinary incontinence and recurrent urinary tract infections requiring urethral sling removal, cystoscopy, vaginal mesh removal, anterior colporrhaphy and closure of vaginal wound on (B)(6) 2013, bilateral pelvic pain, sharp and intermittent, fatigue, very small bladder capacity, atrophic vaginitis, may need pelvic floor physical therapy and biofeedback for urgency and consider bladder botox injections.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.